Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report that he did not think his pod was working properly because his blood glucose levels were elevated and ranged between 255-500 mg/dl. Customer stated the cannula was not bent. There was no blood around the site or in the cannula. Customer deactivated the pod. Customer was able to activate a new pod. No further issues were identified.